Manufacturer narrative:
The customer reported he checked the o2 wall pressure and the problem was the incoming pressure was low. No problem with the unit. The unit had not been used on a patient, they were trying to set it up for use when they got the error message.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a high pressure o2 alarm. No patient harm reported.